Manufacturer narrative:
The insulin pump was received with a blank display due to broken solder joint of b1 on the interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing blank display three times in a row. Customer also reported that the buttons were not responding. Customer's blood glucose was 400 mg/dl. During troubleshooting the time did advance. Customer was advised that insulin pump would need to be replaced.